Event description:
It was reported that the patient's implantable neurostimulator (ins) was "just not working anymore." The patient originally received symptom relief, but the device hadn't been working "in a while." It was noted that the ins hadn't stopped working due to normal battery depletion. The patient also complained of shocking sensations. The ins was explanted and the patient recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 435135 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted:; product typ lead product ID 435135 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted:; product typ lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the stimulator found no significant anomaly. The missing grommet from 0 and loose grommets in 1 and 2 suggested the set screws were backed out too far. Set screw #2 was missing. Due to the missing grommet abnormal impedances were observed from circuit 0 during the leakage test. Normal impedances were observed from all other circuits.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.